Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed some beats during a ventricular tachycardia (vt) episode. Rate smoothing was programmed on at that time.